Event description:
It was reported by the patient that the implantable pulse generator (ipg) "is not working". The patient experienced fast heart beats, lightheadedness and dizziness. The ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.